Manufacturer narrative:
The device used during the procedure in conjunction with the hypotensive transfusion reaction that was reported was not returned. The analysis of this incident was based on perfusion records and physician communication from the healthcare facility, as well as the medical literature and the firm's experience with this subject. This report was one of a cluster of three within a month's time at the same health care facility. (The other two have been also submitted as mdrs (2013342-2008-00002 and 2013342-2008-00003).transfusion-associated hypotension is a recognized phenomenon, and has been reported both with and without the use of bedside leukocyte removal filters. Although some publications have suggested that this is an event secondary to the use of leukocyte removal filters1, a nine year study by domen and hoeltge of adverse transfusion reactions found an overall incidence of anaphylactic or anaphylactoid reaction rate of 1.3% (21 of 1613) and of these, nine (42.9%) had associated hypotension2. None of these reactions involved the use of bedside leukocyte removal filters. Most reported cases of transfusion associated hypotension occur during transfusion of platelet concentrates3. Vasoactive kinins, such as bradykinin (bk) and des-arg9-bk are often thought to play a role in the development of these reactions. However, in the reporter's facility, the reported hypotensive episodes occurred during reinfusion of washed salvaged (i.e. Autologous) blood. Washing salvaged blood is well recognised as effective in significantly reducing plasma constituents4. Furthermore infusion of autologous blood is likely to reduce the likelihood of the patient developing an allergic reaction to an endogenous plasma constituent. Therefore, whether the amount of vasoactive kinins present in washed salvaged blood would, in itself, be sufficient to elicit a significant hypotensive event is debatable. If vasoactive kinins did play a part in the hypotensive transfusion reactions at the facility, it is worthy of note that, although the trigger for contact system activation remains unclear, it has been speculated that the rapid infusion of blood by the blood infuser or the warming of blood for reinfusion by a blood warmer may be contributing factors5.the reporter stated that the magnitude of the hypotensive episodes observed was correlated to the rate of reinfusion and that a blood warmer was being used with the patients who experienced hypotensive transfusion reactions. Some authors have also suggested that bedside leukocyte removal filters may themselves activate the contact system3. However, other groups using techniques such as the particle concentration fluorescence immunoassay (pcfia) have demonstrated that bedside leucocyte removal filters do not activate the contact system nor do they cause a change in the concentration of cleaved kininogen bi-products6.it has also been demonstrated that patients taking angiotensin-converting enzyme (ace) inhibitors may have an increased risk of experiencing a hypotensive transfusion reaction5. It has been documented that the accumulation of kinins is facilitated by the presence of ace inhibitors, and that patients taking this type of medication may have an increased risk of developing a hypotensive transfusion reaction particularly if they also have an inherent defect in their ability to degrade kinins7. To our knowledge, two of the three patients in the user's facility who experienced a hypotensive episode during reinfusion of salvaged blood were taking ace inhibitors. In summary several factors could have caused or contributed to the hypotensive transfusion reactions observed in the user's facility. Although the leukoreduction device cannot be categorically ruled out as potentially being one of these factors, a review of the device history record confirmed that the implicated lot number was manufactured; quality control tested, and sterilized in accordance with documented procedures, and met all criteria required for release. This included passing the limulus amoebocyte lysate (lal) gel clot test for pyrogens. In the firm's experience with the model salvaged blood filter described in this report, such reactions have been relatively uncommon, with only one other institution having made such a report, in conjunction with two prostatectomies (reported as 2013342-2007-00005 and 2013342-2007-00007). It should be noted that a public health advisory was published by cdrh on may 4, 1999 concerning hypotensive reactions with bedside leukoreduction filters, and is present on the center's website. Historically, the firm's experience is that the largest proportion of hypotensive transfusion reaction reports has originated during cardiopulmonary bypass surgery.references1. Cyr m, eastlund t, blais c jr, rouleau jl, adam a. Bradykinin metabolism and hypotensive transfusion reactions. Transfusion 2001; 41: 136-150.2. Domen re, hoeltge ga. Allergic transfusion reactions: an evaluation of 273 consecutive reactions. Arch pathol lab med 2003; 127: 316-3203. Shiba m, tadokoro k, sawanobori m, nakajima k, suzuki k, juji t. Activation of the contact system by filtration of platelet concentrates with a negatively charged white cell-removal filter and measurement of venous blood bradykinin level in patients who received filtered platelets. Transfusion 1997; 87; 457-4624. Nitescu n, bengtsson a, bengtson jp. Blood salvage with a continuous autotransfusion system compared with a haemofiltration system. Perfusion 2002; 17: 357-3625. Arnold dm, molinaro g, warkentin e, ditomasso j, webert ke, davis I, lesiuk l, dunn g, heddle nm, adam a, blajchman ma. Hypotensive transfusion reactions can occur with blood products that are leukoreduced before storage. Transfusion 2004; 44: 1361-13666. Scott cf, brandwein h, whitbread j, colman rw. Lack of clinically significant contact system activation during platelet concentrate filtration by leukocyte removal filters. Blood 1998; 92: 616-6227. Molinaro g, cugno m, perez m, lepage y, gervais n, agostoni a, adam a. Angiotensin-converting enzyme inhibitor-associated angioedema is characterized by a slower degradation of des-arginine(9)-bradykinin. J pharmacol exp ther 2002; 303: 232-237unless substantially significant information is received this constitutes a final report.

Event description:
It was reported that a pt undergoing cardiac surgery was transfused with autologous blood that had been processed in a cell washer and then transfused though the device. The pt exhibited a hypotensive transfusion reaction. The transfusion was stopped and the transfusion was restarted using a different model device from the same MFR. The hypotensive reaction did not recur. No further sequelae were reported.

Manufacturer narrative:
Device evaluation started, but not yet completed.